Manufacturer narrative:
This is one of the two manufacturer reports being submitted for the same event. Reference related manufacturer report 85952. The manufacturer investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where elevated lvot (left ventricular outflow tract) gradients were seen after valve deployment. The site elected to post-dilation with nominal. Gradients remained the same (42/21 mmhg). No intervention. Patient remained stable. Of note, neo-lvot was predicted to be small based on screening. The patient is still inpatient from their procedure and is now showing signs of hemolysis (ldl of 1000). Repeat tee (transesophageal echocardiogram) from showed 2+ pvl (paravalvular leak) at the medial commissure (per site, was 0-1 post-procedure) and lvot gradients still in the 40s. Site had initially planned to do a balloon mitral valvuloplasty or pvl closure, but have held for pending results of internal discussions. Per a call between medical affairs and the site, the anemic patient is clinically stable with improving laboratory trends. No reintervention is planned, and the case is currently being managed with observation.